Event description:
The following has been reported: nurse reported: "we have had another incident similar to the lvp primary administration set but this time with the secondary set. (The primary set referenced is (B)(4)). (B)(6) 2026- nurse reported: regarding the secondary set, it was already connected and had completed its infusion. When the rn was moving the pole with the pump attach, they noted that the tubing had started leaking due to the secondary line breaking off from the luerlock hub on the cassette as shown in the picture. The tubing did not get caught in anything nor was it pulled in any manner that could have broken it off. There was no patient harm and after the photos were taken, the set was ultimately discarded. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: administration set breaks (any part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.